Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr = 2.7, 2nd inr = 3.1, mean = 2.90, sd = 0.28, %cv = 9.75; date: (B)(6) 2011, 1st inr = 2.7, 2nd inr = 2.4, mean = 2.55, sd = 0.21, %cv = 8.32. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on (B)(4) 2011, 72 discrepant results complaints were reported for lot #234130 yielding a complaint rate of 0.064%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result = 2.7, repeat = 3.1 (within minutes of each other); next day, initial result 2.7, repeat = 2.4 (within a half hour). Therapeutic range 2-3.